Manufacturer narrative:
The site did not return any device therefore no evaluation was performed. If any additional information is obtained pertinent to this event, a follow-up report will be submitted.

Event description:
After the first round of ablations during an rfa procedure to treat barrett's esophagus, an error code on the generator appeared, not allowing the catheter to be recognized. The physician decided to abort the procedure.